Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. The fse removed cover and checked pneumatic lines and found that they were pinched by the cover. The pneumatic lines were moved out of the way of the cover, and reassembled to resolve the reported problem. The est was tested multiple times and there were no alarms. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit fails the fails the extended self test (est) for the wye test. The customer reported that there was no patient involvement.